Event description:
Patient implant on (B)(6) 2007 of a bifurcated device and a 28mm aortic extension. Follow ups revealed a proximal type I endoleak, and a 1 cm aneurysm sac expansion. On (B)(6) 2011 the patient was treated with a 28mm suprarenal aortic extension which corrected the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did meet the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.